Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the pneumatic interface printed circuit board. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went into backup ventilation mode and generated a device alert. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Device evaluation summary: the pneumatic interface printed circuit board (pcb) was returned to medtronic for failure investigation. Visual inspection of the returned pcb was conducted and no anomalies were found. The pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up and tested successfully. The ventilator was placed in ventilation mode for a minimum of 24 hours. On review of the ventilator diagnostic and alarm logs no errors were observed. No alarms were observed during the run period. Although the field service engineer replaced the pneumatic interface pcb, upon return for failure investigation, there was no fault found with the board. If information is provided in the future, a supplemental report will be issued.